Manufacturer narrative:
D9: 15-oct-2024. H3: one device was received for evaluation. The service history review identified that the device had not been serviced before. The event history log found no related evidence to the issue. The reported problem was duplicated by visual inspection and the cause was an inoperable air detector. The air detector was replaced to correct the issue. The device then passed all functional tests after the repair.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's air in line sensor is defective. The event occurred during testing, there was no patient involvement.